Event description:
On (B)(6) 2010, the healthcare professional/reporter in (B)(6) contacted lifescan (lfs) to report the one touch ultraeasy meter was giving inaccurately high readings. The technical service representative (tsr) contacted the patient to obtain and clarify information; however was unable to reach him by telephone. The sr. Medical surveillance specialist classified the complaint based on the information provided during the initial customer service telephone call. On (B)(6) 2010 at 6:30 pm, the patient obtained a pre-prandial blood glucose reading of 66 mg/dl on the reported meter. The patient's wife gave the patient his usual dose of 12 units humalog mix 25 insulin after his dinner instead of before. Three hours later, the patient experienced the symptom of coma. The patient's wife attempted to treat him with food and/or a drink and contacted emergency services. When paramedics arrived, they tested the patient's blood glucose level to be 26 mg/dl. It would have been helpful to determine the patient's usual blood glucose readings, his medication regimen, if the patient ate any other meals that evening, his blood glucose readings prior to this event, if the patient's blood glucose level was tested with the reported meter while symptomatic, what treatment he received from the paramedics, and if he was transported to the emergency room. The meter was replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking insulin based on a meter reading, and received emergency medical attention. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Weight: (B)(6). 510k#: k061118.